Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at an unknown dose via an implanted pump for intractable spasticity. The hcp was able to aspirate, but unable to fill the pump on the date of this report. He was able to aspirate all the medication, but when he tried to put the medication in he got 0ml in and immediate resistance. Proper needle orientation was confirmed and a manufacturer refill kit was being used. The kit tubing and needle were checked for patency. After troubleshooting, they still could not inject anything, 0ml, and the reporter would continue to troubleshoot. Patient symptoms were not reported at this time. The pump logs were provided and the current pump setting were examined at (B)(6) 2016 (last change (B)(6) 2016) and the patient was receiving lioresal 2000 mcg/ml at 584.4 mcg/day. The cause of the difficulty filling the pump was not determined. They tried to extract air from reservoir per manual and representative. Additional information was received from a consumer via a company representative (rep) indicated there were reservoir discrepancy at refills and an episode of withdrawal and overdose post refills. No diagnostics performed outside of refills. Interventions/actions taken to resolve the issue included "found to be patent". It was further clarified the catheter was found to be patent. The issue was not resolved at the time of this report. The pump was replaced on (B)(6) 2016 and would be returned. The patient's status was "alive- no injury". Information received via the return paperwork indicated the patient's status after device removal was recovered without sequel and there was no patient injury. The patient had overdose and withdrawal at refills. A (B)(6) study and dye study were not performed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a pump reservoir bellows weld crack / manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.